Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; upon evaluation of the device, it was discovered the battery interconnect and high voltage boards were damaged. Due to the condition in which the device was received, root cause analysis could not be performed. The customer declined repairs, therefore the device was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.